Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that there is a "rip in the cord". The device was not being used during surgery. It was reported that there was no patient injury or medical intervention needed with this event. There was no additional information provided.